Event description:
It was reported to philips that the host pc did not boot up successfully. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that host pc failed to bootup. Review of the log files shows system was down indicating some malfunction related to host pc. Upon troubleshooting rse found that the customer has turned the pc off completely and cannot turn on. Customer has moved the hard drive to another slot, but the system was not allowed to power on. To resolve the issue, rse instructed the customer to reboot the system multiple times. After reboot, the system returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.